Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supple,ental medwatch will be filed.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion with chronic total occlusion was located in the distal right coronary artery (rca). After predilating the lesion with a 2.5x20mm maverick coronary balloon, the 2.5x28mm taxus liberte drug-eluting stent delivery system (sds) was advanced up to 5mm from the target lesion, but could not cross. Upon removal of the sds, it was noted that a strut in the middle, near the back of the stent had lifted. The physician pre-dilated the target lesion again with the same maverick coronary balloon and successfully deployed a 2.5x12mm taxus liberte des. Two additional taxus liberte des (2.75x20mm and 3.0x20mm) were placed proximal to the 2.5x12mm taxus liberte des. There were no patient complications and the patient's current condition is listed as "ok".